Event description:
It was reported that during injection of amvisc plus into the pt's eye, the cannula with luer lock detached, resulting in damage to the capsular bag. The pt was referred to a specialist and a vitrectomy was performed. A sewn in lens was placed. Pt's prognosis was described as "ok". Add'l info was requested, but has not been received to date.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.